Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There were no button error alarms. The unit had minor scratches on the lcd window and broken battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father called in to report a button error alarm and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.